Event description:
The patient has 2 leads (from the same lot) implanted as part of her scs system. It was reported that the patient and the physician were not satisfied with the stimulation coverage the patient received. Subsequently, the patient underwent surgical intervention on (B)(6) 2014, where her leads were explanted and replaced with a single surgical lead. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.